Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital one day after a pacemaker implant procedure with phrenic nerve stimulation. Upon interrogation, the right atrial lead exhibited increased capture thresholds and reduced p-wave amplitudes. Digital subtraction angiography performed on (B)(6) 2019 revealed lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.2 cm with a stylet partially inserted for the reported events of dislodgement, phrenic nerve stimulation, high capture thresholds, and varying p-waves. Visual examination found the tines intact and no other anomalies. No internal shorts or conductor fractures were noted. The reported events could not be confirmed.